Manufacturer narrative:
Received 1 set of 4 used arcticgel pads with the original unit packaging. Visual inspection noted no obvious defects. The pads trim pattern was found to be correct and the energy connectors were found to be free of damages and presented with a good connection. A functional evaluation was performed via a flow rate test. The pads were connected to the arctic sun machine model 2000 for 10 minutes, see details below: left chest pad: a total of 2.43 l/min m2 of flow rate was registered during the test. Left thigh pad: a total of 2.23 l/min m2 of flow rate was registered during the test due to the pad was noted as crushed. Right chest pad: a total of 1.82 l/min m2 of flow rate was registered during the test due to the pad was noted as crushed. Right thigh pad: a total of 0.95 l/min m2 of flow rate was registered during the test due to the pad was noted as crushed. According to the test method the flow rate was found to be out of specifications on the left and right thigh pad and the right chest pad. The left chest pad was found to be within specifications as the flow rate must be above 2.4 l/min m2. The device history record was reviewed and nothing was found that could have caused or contributed to the reported event. The complaint was confirmed as a manufacturing related issue. The instructions for use state the following: "attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads gave an air leak; as a result, therapy was interrupted and the pads were replaced with a new set of pads.